Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer went to emergency room due to high blood glucose on middle of april late afternoon. Customer¿s high blood glucose level was 500 mg/dl. The current blood glucose value was 269 mg/dl. Customer treated with manual shot and insulin pump for high blood glucose. Customer had a symptom like severe abdominal pain and nauseated. The customer was wearing an insulin pump at the time of hospitalization. The product will return for the analysis.